Manufacturer narrative:
The complaint is unconfirmed for overheating and device functionality. The device was returned for evaluation. The drill was tes ted per the manufacturing acceptance criteria. Although the drill failed the voltage check at position 3: safety (/) lever pressed (0.002 off), it passed all other criteria including the temperature test. During the temperature test, the highest detected temperature reached was 91.1 degrees f.

Event description:
It was reported that the handpiece was overheating while in use. There was no patient impact reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) in response to medtronic's request for device return, no devices were received for evaluation. The device was not returned for evaluation, therefore, analysis could not be performed. The following codes were not available in medtronic's gch system: method: actual device not evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.